Manufacturer narrative:
As of this date, there has been no parts related to this chair that have been returned to the manufacturer for evaluation.

Event description:
The reporter stated that the end-user was using his chair normally when the x-tube broke receiving a sprained left arm and minor injuries to his hip. This diagnosis was made when he was taken to emergency.